Event description:
Event description guidant received information that upon interrogation this right atrial lead had an out of range impedance message. The patient was not symptomatic and the lead checked out fine other than slightly higher thresholds. It is not known if the out of range impedance message was from a low or high impedance. The health care provider wanted to know if the lead was bipolar for further assessment. No adverse patient effects were reported.